Event description:
A user facility reports that a pt had a torn capsular bag and a widened wound during cataract surgery and intraocular lens (iol) implant. The relationship of this event to the iol is not known.